Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during during implant the right ventricular (rv) lead coil became bent and there was a suspected fracture of the high voltage portion of the rv lead coil. Multiple attempts were made to fixate the lead using various types of catheters. The rv lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The monolithic controlled release device that contains the steroid was detached from the distal electrode of the lead. The exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. There was a piece part missing from the lead. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The full lead was returned with the distal exposed rv coil kinked at 73 cm, extrinsic damage. The mrcd (monolithic release control device) was missing and not returned. There was no adhesive bond present within the channel of the tr spacer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.